Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. A2 - a4: age, gender, and weight were requested, but not provided. D6a- implant date was requested, but unknown. H3: review of the manufacturing records and engineering evaluation could not be performed as a valid lot number was not provided and the device was not returned to gore. H6 - code 4111: additional information regarding the event were requested from the physician. The provided additional information is captured in the event description the instructions for use (IFU) for the gore® viabil® short wire biliary endoprosthesis, states: the gore® viabil® biliary endoprosthesis is intended for palliation of malignant strictures in the biliary tree. This product is not intended for removability, and is considered a permanent implant. Specifically, removal of the stent may be impeded by tissue/tumor ingrowth if the stent has transmural drainage holes. In addition, if the stent were placed through a previously placed open cell bare metal stent, removal may be impeded by the structure of the open cell bare metal stent. Complications associated with the use of the gore® viabil® biliary endoprosthesis may include complications associated with other biliary endoprostheses, including but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm / sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends. Complications may also include those often associated with any endoscopic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported by conmed (B)(4) that during an endoscopic retrograde cholangiopancreatography (ercp) to remove the stent, the gore® viabil® short wire biliary endoprosthesis, migrated into the duct. Reportedly, bsc spyglass and forceps were needed to dig the device out. It was reported the stent was able to fully be removed. It was reported it is unclear why the device migrated, but initial attempts with stent removal resulted in the wires being separated and subsequently, the stent migrated and kinked in the cbd. Reportedly, the anatomy was tortuous and the device extended into the duodenum 1 cm. It was reported the device extended beyond the margin(s) of the stricture by 3 cm. Reportedly, the treatment was for a benign biliary stricture. It was reported the device was discarded at the facility, the lot number is unknown and there are no images available. It was reported, it is unknown if this was a planned removal and no bleeding was present. Reportedly, there is no additional information available regarding the original placement of the device (i.e. When it was implanted or where it was placed).